Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer experienced diabetic ketoacidosis. No additional information was provided and the customer declined troubleshooting with tandem technical support.